Event description:
Patient underwent revision tka for infection.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5536-b-600, tritanium bplate triathlon s6, lot code: ctd3053. Cat. No.: 5516-f-602, triathlon p/a ps beaded #6r, lot code: eetla1. Cat. No.: 5550-g-360, triathlon symmetric x3 patella, lot code: a979. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. A review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot or sterile lot. A review of the provided medical records by a consulting clinician indicates there is no evidence that the event is related to design, manufacturing, or material factors. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Patient underwent revision tka for infection.